Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen dimmed intermittently. The customer's blood glucose was 145 mg/dl. During follow up the customer reported issue was resolved, and continued to use the pump for insulin therapy.